Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The caller stated that the tube came apart from the flange. The tube was installed on 05/19/2011. Trachs are normally changed monthly. The issue required recannulation with another 8dct tube.